Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that during injection with 1 syringe of juvéderm® ultra xc, ¿there was a pop off and the product was lost". No injuries occurred to any party.